Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentations and sterility certificates confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00530 and 3007042319-2016-00531) submitted for devices related to the same event.

Manufacturer narrative:
The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device to include sepsis, gi bleed, respiratory failure, cardiac arrhythmias, multi-organ failure and death. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Per the IFU implantation of vads is associated with numerous risks including device thrombosis. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. Additionally lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. While this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Underlying individual patient factors may also play a role. Gi bleeding/avms are known potential complications associated with all patients implanted with vads. The heartware instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00530 and 3007042319-2016-00531) submitted for devices related to the same event.

Event description:
It was reported from the site by the vad coordinator that patient was implanted with a bi-vad system was in hospital since implants on (B)(6) 2015 with recurrent ventricular tachycardia(vt) events, gastrointestinal bleeding (gib) events, septic events, acute renal failure (arf), acute respiratory failure with tracheostomy, lingered for 10 months with multiple setbacks and multisystem organ failure episodes. On (B)(6) 2016 patient was noticed to have a recurrent gi bleed which was initially resolved with protonix gtt. His rectal tube was removed as it was thought that the bleed was from the irritation. He was also pan cultured as he had delirium and found to be drowsy, initial work up was negative. His plavix was held as he continued to have gi bleed. And initial plan to have ICD implanted (for recurrent vt) was put on hold as were plan for right heart catherization (rhc) and passed for optimal setting for parameters. Given ongoing hematochezia and negative deflections on lvad despite fluid and packed red blood cells (prbc) transfusion, gi was then re-consulted. A colonoscopy was performed on (B)(6) 2016 and found to have multiple oozing ulcers and arteriovenous malformations (avm's) throughout his colon, his thalidomide was held as there was a thought it could have been the cause of his ulcerations. Pathology report indicated they were ischemic ulcers. Peg wound cultures returned positive for citrobacter freundii and restarted on zosyn. His vad flows were also noted to be trending upwards especially on the rvad. His ldh was also noted to be trending upward, eventually reaching flows > 10 on rvad. This worrisome finding indicated that he had a recurrent pump thrombus and unfortunately with his ongoing gi bleeding, would not tolerate another round of tpa. Of note the frequency of his pump thrombi were of shorter duration each time. Goal of care were addressed and palliative care was consulted to help manage the patient's thick secretions and he started having a slow onset of respiratory distress as well as discuss his code status. He was placed on dnr/dni on (B)(6) 2016 and placed on comfort care. The pumps were stopped on (B)(6) 2016 and the patient passed away comfortably on (B)(6) 2016 at 1008am. No additional information provided. Investigation is ongoing.